Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer became aware of an allegation against a remstar pro c-flex device. The user alleged the device was smoking, melted to his nightstand, the device would not turn on, and the device's power supply had melted. There was no report of patient harm or injury. The user was contacted, and he confirmed there was no report of flames, and he also clarified the device was actually melted to his floor not the nightstand. The user stated he kept his device on the floor. In january of 2023, the user reported the same incident, but this time reported difficulty breathing/short of breath. There was no medical intervention. The user was upset he has not yet received a replacement due to the recall. The user stated the device was discarded due to a strong odor. No device will be returning for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : user discarded the device due to the odor.